Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient started hearing an alarm and went into the clinic on (B)(6) 2013. The hcp interrogated the pump and the low reservoir was occurring even though the reservoir volume was at 4.8 ml. Low reservoir was set for 2 ml. The patient had a history of nausea, but since the pump had been alarming she had complained of a headache. They were doing a pump refill; the expected reservoir volume was 4.8 and the actual reservoir volume was 3ml. According to the pump logs on (B)(6) 2012 it looked like the reservoir volume may have been changed to 20 and then back to 15.9 before the actual update. The pump was programmed after the current refill and updated successfully. The next refill was in april. The device system was delivering bupivacaine morphine.